Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was 144 mg/dl. Customer stated she was at work cooking when her insulin pump received a button error alarm. She took out the battery and put it back in. The customer was advised that the pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.